Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added device code a070102. The lead was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements and an increase, but still within range, pace impedance measurements. High capture thresholds were also observed. Additionally, this lead exhibited oversensing of noise resulting in pacing inhibition and asystole. Further information was received that this lead was explanted due to high shock and pace impedance measurements. No additional adverse patient effects were reported. It is not expected to receive this product for analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements and an increase, but still within range, pace impedance measurements. High capture thresholds were also observed. Additionally, this lead exhibited oversensing of noise resulting in pacing inhibition and asystole. No adverse patient effects were reported. At this time, this lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements and an increase, but still within range, pace impedance measurements. High capture thresholds were also observed. Additionally, this lead exhibited oversensing of noise resulting in pacing inhibition and asystole. Further information was received that this lead was explanted due to an unknown product performance issue. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements and an increase, but still within range, pace impedance measurements. High capture thresholds were also observed. Additionally, this lead exhibited oversensing of noise resulting in pacing inhibition and asystole. Further information was received that this lead was explanted due to high shock and pace impedance measurements. No additional adverse patient effects were reported. It is not expected to receive this product for analysis.